Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose tibia at an unknown interface, cement manufacturer is unknown. It was also stated that an mbt revision tray 4x15 and a 15mmx5 cudrp poly was reimplanted for stability. Doi: 1997; dor: (B)(6) 2017; right knee.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.